Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred for transmitter ID 8jgw2s. Data was evaluated and the allegation was confirmed for transmitter ID 8k1t23. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a low transmitter battery that led to a transmitter failure. No injury or medical intervention was reported.